Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) never helped since implant, they tried every program, even when the rep set the numbers in the hospital at implant so patient could feel it, and it never has worked. They went up as high as she could stand it and they tried 5-6 days then she would go back and have it readjusted. They tried another program and thinks they got to the end of the programs and they stated good luck that was all they could do. The patient stated when she got up she has no control at all nothing to inform her. The patient experienced weakness. The reporter stated she has been in the ER for different things checked her oxygen did d blood work/ chest x-rays claim it had to do with nerves. Patient had been to the ER 3-4 times. Reporter complained that interstim was a waste of time for because it did not help her. They promised anything but they made an invalid out of her. It was also noted that patient had esophagus problem, choked, they did a procedure to stretch her esophagus. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.